Manufacturer narrative:
Block h2 (correction): block h6 (device codes) has been updated based on the information that was identified on january 9, 2026. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: the returned mantis clip device was analyzed. The device was returned without the clip assembly, indicating full deployment, with the control wire kinked and the handle tip broken, as confirmed through visual and microscope inspections, and supported by media inspection showing a photo of the kinked control wire. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed, as the device returned fully deployed. It is likely that the physician experienced challenges during clip deployment, resulting in the bending of the control wire. Contributing factors may include the application of excessive force, the use of pliers to pull the control wire to assist deployment, and other similar actions. Additionally, procedure-related aspects such as angulation and technique may have also played a role in these difficulties. Given that the handle tip was returned broken, it is likely that the observed device issues resulted from procedural factors such as excessive force or improper handling and manipulation. Aggressive or careless manipulation of the device may have contributed to the identified anomalies. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. While attempting to deploy the mantis clip during the procedure, the spring dislodged, and the clip could not be released from the catheter. The team then pulled on the pull wire using hemostats to release the clip from the catheter. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. While attempting to deploy the mantis clip during the procedure, the spring dislodged, and the clip could not be released from the catheter. The team then pulled on the pull wire using hemostats to release the clip from the catheter. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficulty to release from catheter.